Event description:
The patient reported that they left their programmer at a friend's house and their stimulation is too strong. Troubleshooting was done at the time of the report. The patient was able to turn off their stimulation with their implantable neurostimulator recharger (insr). It was further explained how to turn stimulation on and off with the insr. The patient noted that they will get their programmer back the day after the report. The patient considered the overstimulation a sudden change. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.